Manufacturer narrative:
Pump received with pump error 38 during rewind sequence due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to corrosion found on the motor home switch. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had pump error alarm. The customer¿s current blood glucose level was 322 mg/dl at time of incident. It was reported that they changed the reservoir and they received a pump error. It was reported that they were not able to rewind the pump. The customer was advised the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.